Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for peripheral neuropathy and spinal pain. It was reported that when the patient¿s implantable neurostimulator (ins) battery level was at 40%, the stimulation became ¿weak¿ and ¿irregular¿. The patient stated that this issue started about a month prior to the report and prior to that, the stimulation was consistent even when the battery level was lower than 40%.it was noted that when the patient checked the therapy status with her controller at the time, she felt stimulation was weak/irregular. There were no changes to therapy and the stimulation was still on at the setting she had it set at. The patient confirmed no trauma/falls or emi exposure. In the end, the patient requested to meet with a manufacturer representative (rep) and was re-directed to follow-up with healthcare professional (hcp) to discuss therapy concerns. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had taken herself off adaptive stimulation for a few days and was going to meet with the representative to reset her preferences as well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Manufacturer representative (rep) reported that patient was sick and would call and reschedule when feeling better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative, consumer, and health care professional regarding the patient. It was reported that the health care professional thought that it might be psychological that the patient does not feel the same intensity when her implantable neurostimulator battery gets below 40% charge. It was also reported that the patient¿s intensity will go from 8.5 milliamps to 5 milliamps without adjusting and without moving. The patient is set to adaptivestim. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep responding back from follow up sent to them. Rep reported patient was not using as 100 percent of the time only 12 percent of the time. In the office they noted a feeling of scs ¿stopping¿ , ¿decreasing ¿ on its own and was leaning forward. It was reported that adaptivestim was not increasing on its own. Patient wasn't on it as much as they thought and was losing sensation when leaning forward or in different position. Re-programming was done in the office, checked positions, activated adaptivestim and set each position preference for patient in office. Issues have been resolved. Patient called a few days later and indicated they were enjoying their new programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. It was reported that the patient was now having loss of efficacy when the implantable neurostimulator (ins) reached 60% charge but still felt stimulation. If the patient charged to 100% charge, the efficacy was restored. The patient tried increasing the stim when the ins reached 60%, which resulted in lost efficacy. So, they let the ins deplete and then charged back to 100% with amplitude still stronger than normal and again, when ins reached 60%, efficacy was lost. Different programs and groups were tried but the same issue occurred. The rep stated that the patient used to have adaptive stim, but they were having to increase the stim, so it was disabled so the patient could manually control the amplitude. It was then reviewed that efficacy was not something that could be measured by the ins/tablet. The rep later confirmed that there was no oor code reported or seen. On (B)(6) 2019 the patient reported that they were unsure of the circumstances that led to the weak/irregular stimulation and the issue had not been resolved. There were no further complications reported or anticipated.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient's therapy was turning o ff by itself. The manufacturer's representative (rep) stated that over the past couple of weeks when the battery reached 40%, the therapy stopped working. Currently the ins was at 60% and the patient was getting effective therapy. The patient indicated that the stimulation stopping was happening about every other day. The patient reported that she was having to charge every day as a result of the change in therapy associated with the low charge level. The rep provided the following information about recharging sessions from the tablet. (B)(6) 20% - 100% charging duration 1.4hours (B)(6) 10% - 70% charging duration 1.2 hours (B)(6) 10%-80% charging duration 1 hour (B)(6) 50% - 100% charging duration 47 minutes (B)(6) 30%-60% charging duration 14 minutes (B)(6) 10-100% charging duration 1.4 hours (B)(6) 10-100% charging duration 1.1 hours (B)(6) 50-90% charging duration 23 minutes the rep stated that in the stimulation usage data there are three days in which it shows that therapy was unavailable which indicated that the ins would have depleted completely and turned off. Those dates were: (B)(6) stimulation usage was approximately 80% for the day (B)(6) stimulation usage was approximately 80% for the day (B)(6) stimulation usage was approximately 80% for the day all but five days show that stim usage was 100%. The rep stated that he ran impedances today and 3 electrodes were orange but they are not active electrodes 1 2 3 8 9 10 11 were used for therapy. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.